Manufacturer narrative:
Carefusion has contacted the user facility biomed to request repair info and status of the ventilator. The biomed indicated that he doesn't have any repair records for this ventilator since the reported event. He also indicated that the ventilator had a preventive maintenance performed in august 2014 and no problems were found by the biomed at that time.

Event description:
(B)(4).